Manufacturer narrative:
The following investigational findings were inadvertently included in the initial medwatch report. The device was returned to animas for investigation by product analysis on 04/26/2016 with the following results: review of the black box data and alarm history did not reveal any evidence of call service alarm 064. On investigation, the pump powered on and performed ez-prime steps correctly. No call service alarm 064 was duplicated during the investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal, above the finger pad and at the threads on the side. Additionally, the audio bolus button cover and the underlying white button slug were both missing from the pump rendering the audio bolus button unusable.

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event. The device was returned to animas for investigation by product analysis on 04/26/2016 with the following results: review of the black box data and alarm history did not reveal any evidence of call service alarm 064. On investigation, the pump powered on and performed ez-prime steps correctly. No call service alarm 064 was duplicated during the investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump's interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal, above the finger pad and at the threads on the side. Additionally, the audio bolus button cover and the underlying white button slug were both missing from the pump rendering the audio bolus button unusable.